Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found no cosmetic damages. The keypad cover was undamaged. The pump powered up and all the buttons functioned properly. The investigation was unable to duplicate the reported button issue. Unrelated to the button issue, both the audible and vibratory features were not operational. The pump casing was opened to investigate and moisture intrusion was found inside the pump resulting in the audible feature malfunctioned. In addition, the vibrator motor was found to be misaligned. Misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the patient noticed that the buttons were unresponsive after the patient went swimming with the pump. The buttons remained unresponsive after the battery was changed. It was reported that there was no damage to the keypad and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.